Event description:
It was reported that insulin gauge displayed amount different than expected, showing empty fill estimate when customer expected about 200 units, but issue was no longer present at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources, and was advised by technical support to call back for troubleshooting if active fill estimate issue occurred again, which customer acknowledged.